Manufacturer narrative:
The device was returned for analysis and a tear and leak were identified. The reported inflation problem was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75x8 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance to treat the right coronary artery, but the bdc was unable to inflate. The inflation device was replaced and another attempt to inflate the same bdc was made, but the bdc would still not inflate. There was no contrast going into the bdc. The customer suspects that the bdc was damaged before it was inserted into the patient. Another bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. Device analysis found a tear and leak on the returned device.